Event description:
It was reported the customer was hospitalized. Cause of hospitalization was unknown. The nurse also inquired how to stop insulin delivery from the insulin pump. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.